Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient called for assistance with changing his basal rates. He was instructed how to do so. He was advised to consult with his physician regarding basal rate settings. He stated that he is experiencing elevated blood glucose (over 200 mg/dl) when he wakes up and he feels drowsy and does not have much energy. His target blood glucose range is 100-120 mg/dl. He stated he experiences air bubbles in the insulin cartridges. He uses room temperature insulin. He stated that he primes air bubbles out of the system but within 12 hours more air bubbles form. Troubleshooting did not reveal any product issues. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.